Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip stuck was due to procedural circumstances (technique of positioning). The cause of the reported slda was unable to be determined. The difficult leaflet grasping was likely due to the reported tissue injury. The reported tissue injury was likely due to a combination of patient condition (friable leaflets) and procedural circumstances. The reported unchanged mr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and friable leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a mitraclip xt was inserted, but after several grasping attempts, the mr worsened, and it was observed that the posterior leaflet was torn. A decision was made to move closer to the first clip, but the clip appeared to be stuck, and was unable to be retracted to the left atrium (la). Therefore, the clip was deployed where it was stuck, attached to only the anterior leaflet. After deployment, it was observed that the clip had only been attached to the anterior leaflet and detached from the posterior leaflet (single leaflet device attachment/slda). The clip delivery system (cds) was removed from the patient. No additional clips were implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and friable leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a mitraclip xt was inserted, but after several grasping attempts, the mr worsened, and it was observed that the posterior leaflet was torn. A decision was made to move closer to the first clip, but the clip appeared to be stuck and was unable to be retracted to the left atrium (la). Therefore, the clip was deployed where it was stuck, attached to only the anterior leaflet. After deployment, it was observed that the clip had only been attached to the anterior leaflet and detached from the posterior leaflet (single leaflet device attachment/slda). The clip delivery system (cds) was removed from the patient. No additional clips were implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.